Event description:
A user facility reported to olympus, that during maintenance of the evis lucera elite gastrointestinal videoscope, leaking from the scope body control unit was noticed. Upon inspection and testing of the customer returned device, foreign debris was found protruding from the air/water nozzle of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide lens glue pitted, objective lens glue pitted, bending section cover or distal sheath glue worn out, insertion tube stained, switch 1 worn out, leaking from switch head, water ingression at scope connector, play on angulation control knob, and water flow not to specification due to foreign debris in the air/water nozzle. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a blue plastic-like foreign object came out of the air/water nozzle. The event can be detected by following the instructions for use which state the following: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." 3) "flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the air/water channel cleaning adapter after each patient procedure." 4) "flush the air/water channel with detergent solution." Olympus will continue to monitor field performance for this device.